Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2008. During the procedure, after the insertion of the left side, the sling at the right side did not detach from the needle, although the surgeon pulled back on the wire. The sling was pulled out with the needle, without the ability to insert it again. The procedure was successfully completed with a different type of sling device with no adverse patient consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.